Event description:
It was reported that there were multiple issues throughout the ochsner network such as infusions stopping and asking the clinician to verify a dose rate change as a result of alaris system manager network issues. It was caught by clinicians as they had to accept the rate changes prior to proceeding. It was reported the alaris server went down and came back up just before issues were being reported. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established, g04090 - motor(s). Root cause: the root cause of a lag observed between apr received by cce and sent to pcu is attributed to apr messages being backed up on the cce server due to systems manager (sm) services being down which potentially placed one of the cce components in a "faulty" state and not responding. Queues were cleared as soon as system manager servers were rebooted and the backed-up apr¿s in the queue were sent to respective target devices and caused confusion with nurses working. The root cause of a pump module infusion rate changing/increasing spontaneously is attributed to a clinician manually changing/increasing the rate.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were multiple issues throughout the ochsner network such as infusions stopping and asking the clinician to verify a dose rate change as a result of alaris system manager network issues. It was caught by clinicians as they had to accept the rate changes prior to proceeding. It was reported the alaris server went down and came back up just before issues were being reported. There was patient involvement however no patient harm.